Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's left hip was revised due to dislocation. Aside from the dislocation, no devices were observed to be loose or broken. Patient was revised to a pca head, an adm/mdm liner construct, and a revision shell.